Manufacturer narrative:
Complaint records have been reviewed and no further complaints have been identified with the subject device batch. The DHR has been reviewed as part of the investigation. The part was found to be fully conforming with signature orthopaedics' specifications. The returned device was subject to engineering review. No errors in the product design were identified. Signature orthopaedics' IFU for instruments requires that instruments are inspected prior to use and that they are returned for inspection/repair by the manufacturer at least once every two years. These devices were in use since 10/2016. The root cause is misuse due to the use of the device with a damaged thread preventing proper assembly with the cup.

Event description:
The inserter instrument connects to the acetabular cup implant via threaded hole. It was reported that the inserter's tip broke off during cup insertion and that the broken piece remains in the threaded hole of the cup implant.